Event description:
It was reported that the patient had a pericardial effusion which resulted from perforation of the right atrial (ra) lead. Tissue was sutured around the lead tip to assure pacing and sensing and to stop the oozing of blood. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 implantable pacing lead: (B)(6) 2014. (B)(4).